Event description:
It was reported that stent damage occurred. A 2.50x38mm promus element ¿ long drug-eluting stent was selected to treat the target lesion. However, the physician noticed that the stent struts were damaged and could not cross the target lesion with this device. The procedure was completed with another of the same device. The patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual examination of the crimped stent found stent struts on the distal end of the crimped stent were distorted & damaged and lifted upwards from the stent profile. This type of damage is consistent with the stent encountering resistance when advancing to the lesion site. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).